Event description:
The reporter stated the surgeon attempted to insert an aq2003v silicone three-piece lens but one haptic tore off. There was no pt contact or injury. The rpeorter stated the cause of the torn haptic was the technician not loading the lens properly.